Event description:
Caller states patient tested 21 mg/dl on an unspecified inform meter at 10:21. At 10:23 patient was treated with d50% based on this meter result. At 10:57 patient tested lo (less then 9 mg/dl) on the same system; at 11:00 patient tested 23 mg/dl on the alleged inform system while using comfort curve test strips. A lab value was drawn at 11:58 and result returned as 245 mg/dl. No further action was taken. Caller states the patient's extremities were blackened due to blood flow issues. No adverse event related to the device was reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: will not be returned to manufacturer.